Event description:
Pt placed in tilt table with straps secured. Tilt table raised to 45 degrees at which point the entire table fell over with the pt still in it. Unit fell over to the right side. Pt in coma so it is difficult to determine if she is in pain; no response ilicited with palpation or manipulation of joints. No bruises, abrasions, edema or erythema noted. Unalbe to determine if pt struck head. CT scan of head ordered with negative. Physician indicates he may order add'l x-rays. Biomedical engineering found 7 screws missing from one end of table and physical therapist found 2 screws on floor. Add'l investigation initiated. Wgt limit of unit = 275 lbs, pt wgt 213 lbs.